Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of possible pump thrombosis was confirmed through the evaluation of heartmate ii left ventricular assist system. Driveline damage was also confirmed through this investigation. The submitted log file appeared to capture the pump operating as intended above the low speed limit. The device was returned assembled with the driveline (dl) severed approximately 14.25¿ from the pump housing. A distal segment with the controller connector was also returned measuring approximately 30.25¿ in length. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and apical sewing ring were not returned. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the device, examination of the rotor inlet revealed a thrombus formation surrounding the inlet bearing ball. The thrombus ring appeared to form in loosely laminated layers and also revealed some areas of denaturation, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Additionally, examination of the proximal-side of the outlet stator revealed depositions adjacent to the outlet bearing ball. The depositions appeared to have some areas of denaturation, but were not adhered, indicating that they likely developed elsewhere in the pump and got caught in the outlet stator vanes. The deposition on the outlet bearing cup of the rotor appears to be associated with the depositions within the outlet stator. The deposition on the outlet bearing cup was not circumferential or denatured indicating that the it likely did not form in this location. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation; however, the observed depositions could have contributed to the elevated ldh reported by the account. Note: incidental finding: evaluation of the driveline revealed a repair (work order #(B)(4)) located approximately 25¿ from the controller connector (s/n (B)(4)). There was white tape wrapped around the driveline approximately 10.5-15.0¿ from the controller connector. The controller connector pins were unremarkable. Continuity testing was performed, and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate layers were removed from the driveline. Visual inspection of the orange, yellow, and green wires revealed damage to the insulation that exposed the wires¿ metal conductors underneath; orange wire damage located approximately 0.5¿ and 1.75¿ from the pump housing; yellow wire damage located approximately 1.5¿ from the pump housing; green wire damage located approximately 0.5¿ and 1.25¿ from the pump housing. All damage appeared to result from wire fatigue. The observed damage to the internal wires occurred at an unknown time. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no additional breaches in the insulation were found. If any of the exposed conductors contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump to stop. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have caused pump stoppages while the system was operating on battery power or an ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was in the clinic with an ldh over 1000. Review of the log file by the manufacturers technical services representative noted a few unsustained power elevations. Power and flow were trending downward with pi trending upward overall. Additional information received on (B)(6) 2019 stated that it was reported that the hmii needed to be exchanged due to suspected thrombosis.

Manufacturer narrative:
Correction, codes were inadvertently left out. Codes are for incidental finding of wire fatigue and external driveline damage.

Event description:
Additional information received on 13feb2019 stated that the exchanged pump was sent back. The results showed that there was a thrombus on the inflow near the bearings. The patient is recovering from the exchange surgery.